Event description:
A patient with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation. A lead migration was confirmed. The patient reported a fall prior to the reported event. The evoke scs system did not cause or contribute to the patient¿s falls. A lead revision was completed and therapy restored.